Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the level detector module to lab use only (luo) testing equipment. The level module and alert/alarm level sensors were testing together to simulate the customers set up. The set-up was run and there were no issues. Looking at the data logs there are multiple occurrences of the sensors uncoupling which would cause the alarming that the customer was experiencing. The uncoupling was likely due to the mounting pad not being fully adhered to the reservoir.

Manufacturer narrative:
Per the field service representative (fsr), it was believed that the sensors were not being firmly attached to the reservoir. The fsr could not duplicate the reported complaint. He let the system sit on for an hour with no issues and occasional movement of the test tool. The unit operated to the manufacturer's specifications at the time of testing. The fsr returned to the site when the issue occurred again on (B)(6) 2025 and replaced the level module and both level sensors. The unit was retested. The unit operated to the manufacturer's specifications.

Event description:
It was reported during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'level not attached' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed through a data log review. However, both the field service representative (fsr) and the product surveillance technician (pst) could not duplicate the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.